Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter was reading inaccurately erratic. The pt indicated that the alleged issue started eight days prior, in the late afternoon. The pt claimed that she was feeling low during dinner time and decided to test her blood glucose. The pt stated that she got a result of "210 mg/dl." Although the pt felt low, she trusted the meter result of "210 mg/dl" and proceeded to take an unspecified dose of novolog insulin. "Mins later," the pt retested her blood glucose and got "37 mg/dl." At that point, the pt claimed that she passed out. When the pt regained consciousness, she tested her blood glucose again and got "211 mg/dl." The pt's husband found her unidentified backup meter and tested her blood glucose. He got a result of "30 mg/dl." At that point, the pt retested again on her meter and got "43 mg/dl". The pt administered self-treatment by eating food which helped to relieve her symptoms. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly, the meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she passed out after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.